Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site address and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cs300 intra-aortic balloon pump (iabp) automatic inflation function malfunctioned. The issue was evaluated and associated with the drive valve assembly. There was no patient involved.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) had an automatic inflation malfunction. Patient involvement was not reported, and no harm occurred.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions,medical device ¿ problem code), h11. A getinge field service engineer (fse) evaluated the uniy and associated malfunction with the drive valve assembly. The fse replaced the safety panel and drive valve assembly. Following repair, the device successfully passed pre-use inspection, as well as all factory-specified performance and safety tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h11. A supplemental report will be submitted upon completion of our investigation.